Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered multiple error codes. The fse replaced the datasettes. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is giving an error code 5 low battery alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is giving an error code 5 low battery alarm.